Event description:
It was reported that the device would not power on. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control recommended replacement of the main pcb; however this was declined by the customer. The customer confirmed they have removed the device from service. A conclusive cause of the reported problem could not be determined.